Event description:
It was reported via repair work order that the siderail will not latch due to missing latch handle, pivot hardware and springs. No adverse consequence or clinically relevant delay in treatment was reported.